Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. No device malfunction was suspected. The patients ipg was replaced and was doing well postoperatively. The explanted ipg will not be returned.